Manufacturer narrative:
PMA/510(k) # : p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The product can't be used and available for investigation. Defect complaint, de-sterilisation, no more information." "As per complaint form": difficulties to push-pull the system on the introducer and impossible to implant the stent and unused similar other ptx.

Manufacturer narrative:
PMA/510(k) # : p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: "the product can¿t be used and available for investigation. Defect complaint, de-sterilisation, no more information. As per complaint form": difficulties to push-pull the system on the introducer and impossible to implant the stent and unused similar other ptx."¿ device evaluation: there are two complaints related to this complaint. For details of the other investigations refer to (B)(4) and (B)(4). The zisv6-35-80-6.0-120-ptx device of lot number c1482504 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From the information provided the target location was confirmed as the mid and distal superficial femoral artery (sfa). A contralateral approach was taken to advance to device to the sfa. A 6fr 45.0 cm access sheath was used during advancement. A 0.035¿ terumo, 260 cm standard non-hydrophilic wire guide was used with the device. The device was flushed as per the instructions for use (IFU). Pre-dilation and post-dilation were performed before and after stent placement. The patient¿s anatomy was moderately calcified but not tortuous. From customer testimony it is known that resistance was encountered during deployment. The physician confirmed there was some resistance during advancement of the device over the wire guide. To deal with this resistance the physician pushed harder. The physician was able to cross the target lesion with the device and attempted to deliver the stent. No part of the device remained inside the patient and the patient did not require any additional procedures as a result of this occurrence. The patient did not experience any adverse effects due to this occurrence. The physician withdrew the device and implanted an eluvia stent to complete the procedure. It should be noted that the information initially provided stated that the device had not been used. However, evidence based on the customer¿s response and the lab evaluation suggests that the device was used during this procedure. It may also be noted the customer confirmed there was no sterilisation issues with the device. The device related to this complaint underwent a laboratory evaluation on the 16 august 2018. On evaluation of the returned device, the thumbwheel was found to rotate freely, the device flushed with no noted issues and a 0.035¿ wire guide was passed through the device with no issues. The red safety trigger was depressed. The stent was partially deployed at 103mm and was still in the stent retraction sheath (srs). There was evidence of stent fracture. Crinkles were observed on the distal srs. The device was opened and the retraction wire was found to be separated from the srs. The stability sheath (ss) / proximal inner was kinked at the first laser cut. The proximal inner was cut/broken at the first laser cut. The complaint is confirmed as the failure was verified in the laboratory. The retraction wire was separated from the srs. Possible root causes for this complaint could include difficult patient anatomy. Difficult patient anatomy could have caused or contributed to resistance during advancement, deployment or withdrawal. Resistance during advancement and/or withdrawal could have caused or contributed to the crinkles on the distal srs. High deployment forces due to resistance during deployment could have resulted in separation of the retraction wire. The difficult patient anatomy and/or resistance during advancement, deployment and/or withdrawal could have caused or contributed to the stent fracture (as observed in the laboratory evaluation). However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that the instructions for use states the following: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device.¿ ¿do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device.¿ it may be noted that a CAPA (pr216126) has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: the zisv6-35-80-6.0-120-ptx device of lot number c1482504 contains zvsp6-t-35-80-6.0-120-is of lot number ch1460790. Prior to distribution all zisv6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1482504. Summary: the complaint is confirmed as the failure was verified in the laboratory. The retraction wire was separated from the srs. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The product can¿t be used and available for investigation. Defect complaint, de-sterilisation, no more information." "As per complaint form": difficulties to push-pull the system on the introducer and impossible to implant the stent and unused similar other ptx. Device was evaluated on the 16-aug-2018: this complaint is being reported under the FDA MDR malfunction precedence of stent fracture", "retraction wire separates", "deployment problem that results in stent partially deployed."

Event description:
The product can¿t be used and available for investigation. Defect complaint, de-sterilisation, no more information." "As per complaint form": difficulties to push-pull the system on the introducer and impossible to implant the stent and unused similar other ptx device was evaluated on the 16-aug-18: this complaint is being reported under the FDA MDR malfunction precedence of stent fracture", "retraction wire separates", "deployment problem that results in stent partially deployed".

Manufacturer narrative:
PMA/510(k) # : p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.